Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).

Event description:
The site reported that a posterior capsular tear occurred during the implant of a light adjustable lens (lal, sn (B)(4), 20.5d). The lal was removed and a three-piece lens was implanted. An anterior vitrectomy was also performed during the same surgery. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
Manufacturer reference #: 2020.